Event description:
It was reported that during a hernia to diaphragm procedure, the device had a small hole that grew larger with continued use. The case was converted to an open procedure as anticipated prior to the tear.